Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626218) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), uterine cyst ("vaginal cysts"), dyspareunia ("painful sexual intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine cyst, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine cyst to be related to essure. The reporter commented: insertion procedure: the ostia were then identified bilaterally. The left ostia was then visualized and the essure device was then placed through the operative channel. The essure was then placed into the left tube without difficulty. The essure was then deployed without difficulty. Three coils were visualized at the end of that procedure. The essure device was then deployed and 1 coil was then seen trailing from the right tube. Most recent follow-up information incorporated above includes: on 25-mar-2020: reporter updated, dob updated, events pelvic pain, heavy periods, dyspareunia, dysmenorrhea, vaginal cyst added, batch number added, stop date of essure updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626218) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), vaginal cyst ("vaginal cysts"), dyspareunia ("painful sexual intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal cyst, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal cyst to be related to essure. The reporter commented: insertion procedure: the ostia were then identified bilaterally. The left ostia was then visualized and the essure device was then placed through the operative channel. The essure was then placed into the left tube without difficulty. The essure was then deployed without difficulty. Three coils were visualized at the end of that procedure. The essure device was then deployed and 1 coil was then seen trailing from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general), vaginal cyst ("vaginal cysts"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping), and menorrhagia ("heavy periods"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal cyst, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal cyst to be related to essure. The reporter commented: discrepancy noted in essure removal date - (B)(6) 2016 and (B)(6) 2016. Insertion procedure: the ostia were then identified bilaterally. The left ostia was then visualized and the essure device was then placed through the operative channel. The essure was then placed into the left tube without difficulty. The essure was then deployed without difficulty. Three coils were visualized at the end of that procedure. The essure device was then deployed and 1 coil was then seen trailing from the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received-new event : abnormal bleeding (general) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.